Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported that while using a pen needle 32g 4mm that it would not deliver medication. The following information was provided by the initial reporter: verbatim: from phone call on (B)(6) 2021 16:57:54: pharmacist reported, consumer stated, no insulin flow but she could not tell me if it was when consumer was priming or taking injection or both. Stated, she would try to get consumer to call in but I can send replacement to pharmacy. H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that while using a pen needle 32g 4mm that it would not deliver medication. The following information was provided by the initial reporter: verbatim: from phone call on (B)(6) 2021 16:57:54: pharmacist reported, consumer stated, no insulin flow but she could not tell me if it was when consumer was priming or taking injection or both. Stated, she would try to get consumer to call in but I can send replacement to pharmacy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a pen needle 32g 4mm that it would not deliver medication. The following information was provided by the initial reporter: verbatim: from phone call on (B)(6) 2021 16:57:54: pharmacist reported, consumer stated, no insulin flow but she could not tell me if it was when consumer was priming or taking injection or both. Stated, she would try to get consumer to call in but I can send replacement to pharmacy. (B)(6). Information from emailed copied and pasted below: email received (B)(6) 2021 15:09:56. "Hi, ______ from a ______ location called in on behalf of a patient with a complaint regarding a box of needles. Item 320550 lot 0077817 expiration 3/31/25. I tried to transfer her but I had a message stating that the department was in a meeting. The problem with the needles stated is that the insulin is not going through the needle. ___ from _______ was inquiring if a new box could be sent to the patient possibly. I let her know I would forward the information to start the filing of the complaint. Please give her a call at _______"